Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced elevated ldh levels and elevated pump power and flows. Patient received treatment for suspected thrombus and was reported to be doing well with ldh levels returned to baseline and no other symptoms of thrombus. It was last reported that the patient received a heart transplant on (B)(6) 2014 and the device ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one high watts alarm logged on the event date due to an incorrectly set high watt alarm. Logs were indicative of power consumption and estimated flow to be within the normal operating range. Dimensional and functional verification of the returned pump showed no deviation from current manufacturing and functional specifications. Pathology exam did not confirm the presence of thrombus or any abrasion within the device. The root cause of the reported high power event may be attributed user error in incorrectly setting the high watt alarm threshold. Possible clinical factors that may have contributed to the elevated levels of pump power and flows includes the patient's history of atrial fibrillation. Arrhythmia is a known risk associated with use of ventricular assist devices within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately six months post hvad implantation, the patient was admitted to hospital after experiencing elevated lactate dehydrogenase (ldh) levels and elevated pump power and flows. He was started on heparin and is to remain an inpatient while awaiting cardiac transplantation (status 1a). During the admission he suffered cardiac arrhythmias and a cardiac arrest but on last report was doing well with ldh levels returned to baseline and no other symptoms of thrombus. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.